Event description:
Reportedly, the physician did not succeed to interrogate the device. The patient as also implanted with an artificial heart branded (B)(4). Many details, including the ICD serial number are not available as of today.

Event description:
Reportedly, the physician did not succeed to interrogate the device. The patient as also implanted with an artificial heart branded jarvik. Many details, including the ICD serial number are not available as of today.

Event description:
Reportedly, the physician did not succeed to interrogate the device. The patient as also implanted with an artificial heart branded jarvik. Many details, including the ICD serial number are not available as of today.

Manufacturer narrative:
Device serial number and implantation date were provided. The event date was corrected.

Event description:
Reportedly, the physician did not succeed to interrogate the device. The patient as also implanted with an artificial heart branded jarvik. Many details, including the ICD serial number are not available as of today.